Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringe's unsealed plunger and onto the health care worker's hands during use. The following information was provided by the initial reporter, translated from french to english: "plunger f the syringe not sealed. Liquid leaked through the hands of the hcw. Clinical consequences: none actions taken: change of the syringe, same cat number. No incidence."

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902233 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the bd plastipak¿ concentric luer lock syringe's unsealed plunger and onto the health care worker's hands during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "plunger f the syringe not sealed. Liquid leaked through the hands of the hcw. Clinical consequences: none actions taken: change of the syringe, same cat number. No incidence."